Manufacturer narrative:
Although product has not been returned, the fractured screw has been confirmed through review of the returned radiographs. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw. Abutment was placed 2 years ago. Portion of the screw is still stuck in the xifnt613 implant.